Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, broken belt clip rail, pillowing keypad overlay, and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted on the event date 20-feb-2023 in the pump history file (on svn: (B)(6) partial review on date on 20-feb-2023, no data available for the prior days on february 13-19, 2023). On (B)(6) 2023 09:48:15.000 alarm alert notification (40). Fault number: no reservoir alarm (66). The no reservoir detected alarm functions properly during testing. No reservoir alarm not confirmed. Unable to perform the history review between january 25, 2023, to february 19, 2023, for the svn's listed above due to no data available (svn's (B)(6). Please see the time/date change listed below in the pump history file. On (B)(6) 2023 10:20:24.000 user time date change (3). Event type = 3. Source ID = 0. History record length = 19. System time = on (B)(6) 2023 10:20:24.000. New system time: on (B)(6) 2023 09:26:23.000. The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 671 mg/dl. The current blood glucose value was 243 mg/dl. Troubleshooting was performed. Customer reported vomiting symptoms related to high blood glucose. Customer was hospitalized to treat hyperglycemia and was treated with intravenous insulin drips. The pump was used within the 48 hours of the reported event and smart guard/auto mode was active at the time of event. No further patient complications were reported. The device will be returned for failure analysis.